Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent an unrelated surgery and could not remember if they placed their ipg into surgery mode. Attempts to recover the ipg was unsuccessful and the ipg was deemed inoperable. Surgical intervention was undertaken to replace the ipg. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.